Event description:
Patient reported right side ¿severe pain¿, ¿various diseases detected, including autoimmune disease developed¿, ¿high levels of inflammation¿, ¿hormone level indicates premature menopause¿, ¿joint problems¿, ¿breast implant illness was diagnosed" and ¿device rupture discovered intraoperatively.¿ the events of "autoimmune disease," "breast implant illness," and "hormone level indicates premature menopause" have been determined to be not device-related. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported ¿severe pain¿, ¿various diseases detected, including autoimmune disease developed¿, ¿high levels of inflammation¿, ¿hormone level indicates premature menopause¿, ¿joint problems¿, ¿breast implant illness was diagnosed" and ¿device rupture discovered intraoperatively¿ the device has been explanted. This record relates to the right side. The events of "autoimmune disease," "breast implant illness," and "hormone level indicates premature menopause" have been determined to be not device-related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿severe pain¿, ¿various diseases detected, including autoimmune disease developed¿, ¿high levels of inflammation¿, ¿hormone level indicates premature menopause¿, ¿joint problems¿, ¿breast implant illness was diagnosed" and ¿device rupture discovered intraoperatively¿ the device has been explanted. This record relates to the right side. The events of "autoimmune disease," "breast implant illness," and "hormone level indicates premature menopause" have been determined to be not device-related.